Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly by phone and by email and by phone. No information has been provided by the user facility. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. The user claimed that she felt she made a mistake when she chose the skin type for the treatment. The user admitted that it was a user error that lead to the burn. Up to this date, no work order was done. Lumenis service engineer spoke with the client after the event but since the holidays they couldn`t schedule the work order. There is no issue with the device. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported an adverse event after treatment with lightsheer desire. The patient was burnt.